Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * could you please confirm aprox how much blood did the patient lost?¿¿ all answers above are unobtainable. Once there is any update, we will update the information. * did the patient suffer from any consequence due to the blood lost? * did any tissue was affected due to the search for the needle? If yes please explain trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 2360 g /m.

Event description:
Pull off suture needle. This case is from the health authority. It was reported that a patient underwent laparoscopic hysterectomyomectomy on (B)(6) 2021 and barbed suture was used. During the procedure, the needle pulled off of the suture. The needle was found and confirmed to be complete. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Could you please confirm approx how much blood did the patient lost? Did the patient suffer from any consequence due to the blood lost? Did any tissue was affected due to the search for the needle? If yes please explain. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®: active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.